Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had low impedances on the lead, preventing patient from entering MRI mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. Based on the information received, the cause of the reported event could not be conclusively determined.